Event description:
In 2007 reporter was implanted with a bladder mesh. On (B)(6) 2020, she started experiencing painful symptoms. Reporter stated she has been experience problems all along but was not sure what it is until she was diagnosed with ccpd crystals at the mayo clinic. Reporter said since the problem was not caught on time the disease is now permanent and she has to manage the pain for the rest of her life.